Event description:
In the article, "utilization of the reinstein icl sizing formula with hand-held ultrasound biomicroscopy measurements" where an evaluation on the accuracy of the reinstein formula with hand-held ultrasound biomicroscopy (ubm) measurements for sizing of the implantable collamer lens (icl). A total of 107 myopic eyes of 57 patients implanted with the icl were included in the study. Two patients required an exchange of the icl. In the first case, the lens was downsized from 13.7 to 13.2 mm. In the second case, the lens was downsized from 13.2 to 12.1 mm.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).